Event description:
According to the reporter, the video laryngoscope's screen display was blank during pre-check. Battery was removed and reinstalled, checked voltage and confirmed that battery had adequate charge. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the battery was included with the customer¿s device and was tested with the device. The display did not work, confirming the customer¿s complaint. Though the led worked without any issue. A test battery was used with the customer¿s device and there were no problems found with the device. There was no screen or display issues. The power was kept on for 10 minutes and there were still no issues found. The customer¿s battery was also put into the test mcgrath (cl-16058). Ingress testing was completed, and it was found that the device had increased in mass by 0.450 grams (cl-15756). There was also water leakage observed from the device¿s screen. It was reported that the device display was blank. The reported issue was confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.